Event description:
The customer reported the device will intermittently display a red x requiring them to perform the opcheck to clear it. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.